Event description:
A nurse hung a bag of chemo and the back check valve on the primary set was not working. The nurse saw the fluid from the piggyback go back up into the primary bag. No pt harm or medical intervention required. Although requested, no further pt or event info was provided.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the check valve failure because the set was not returned, and had been discarded by the customer. The root cause of this failure was not identified.